Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving dilaudid (10 mg/ml at 7 mg/day) via an implanted pump. The indication for pump use was spinal pain and other chronic/intractable pain (trunk/limbs). On (B)(6) 2019 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI and the reporter denied emi (electromagnetic interference) or magnetic interaction. The event logs showed an active motor stall with multiple motor stalls and recoveries that began on (B)(6) 2019. The last stall had not recovered. No patient symptoms were reported. No further complications have been reported as a result of this event.